Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to fixate the left ventricular (lv) lead three times due to the screw not rotating with the lead. The lead was ultimately placed and remains in use. No patient complications have been reported as a result of this event.